Event description:
Customer reported that the wake button on the device was difficult to press. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting and no additional actions were required.